Manufacturer narrative:
Based on the information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient outcome. A review of the manufacturing records was performed and found that the lot was manufactured to specification. There have been no other patient adverse events reported for this production lot of 320 units released for distribution in (B)(6) 2018. Adhesion and erosion are known inherent risks of surgery and are listed in the adverse reactions section of the instructions-for-use as possible complications. Should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that on (B)(6) 2019 the patient underwent a robotic assisted hiatal hernia repair procedure with implant of a bard phasix st mesh. It is alleged that on (B)(6) 2019 the patient underwent a revision procedure of the hiatal hernia repair during which it was reported that the phasix st mesh was adhered and had eroded into the patient's esophagus. As reported, the surgeon did not remove any of the mesh and placed a g-tube as the patient cannot consume any food or drink by mouth. It is alleged that the patient will either have to keep the g-tube in place indefinitely or will have to remove some of the patient's esophagus.